Manufacturer narrative:
On 26 september 2017 the medical affairs director performed a clinical evaluation and commented as follows: one year and 2 months after primary total knee arthroplasty the insert fixation screw got loose in the joint. It was immediately removed with an arthroscopic operation. No consequence should be expected for the absence of the screw in the future life of the implant. Images taken during arthroscopic procedure show the presence of damage on femoral component but the real location of this cannot be determined on the basis of information provided. According to the report, no revision of the femoral component is planned probably because the damage is located in an area of marginal or negligible bearing. The cause for self-unscrewing of the insert screw is not known: one possibility is insufficient tightening torque, but other unknown conditions may also play a role. Batch review performed on 02 october 2017. (B)(4).

Event description:
The patient came in complaining of pain in the left knee when walking. On x-ray, the screw was visibly backed out. The patient underwent surgical removal of the tibial inlay screw arthroscopically under general anaesthetic. Some damage to femoral component and tibial bearing was noted arthroscopically.

Manufacturer narrative:
The returned piece was analysed by r&d project manager on (B)(6) 2018. The r&d project manager reported as follow: the screw looks intact and not damaged, even if, baked out from the baseplate, it was interposed between the insert and the femoral component and underwent to the body load. From visual inspection, it is not possible to establish any possible root cause for the event. No other components are expected to be explanted. It seems that their articular surfaces of the insert and the femur are slightly damaged but not judged to be revised by the surgeon. The most-likely cause for self-unscrewing of the screw after twelve months from implantation, was insufficient tightening torque. Using a screwdriver provided with a torque limitation would prevent this event. Torque limiter screwdriver is already available and its use is mandatory.

Event description:
The patient came in complaining of pain in the left knee when walking. On x-ray, the screw was visibly backed out. The patient underwent surgical removal of the tibial inlay screw arthroscopically under general anaesthetic. Some damage to femoral component and tibial bearing was noted arthroscopically.